Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). The clinic biomedical technician replaced the power logic board and 24v harness to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported a fresenius 2008t machine with a visibly burned and charred power logic board. The issue was found while servicing the machine, for a blank display and powering down with no audible alarms, which was occurred after the machine made a popping noise and gave off a burning smell. Upon follow up with the biomed, it was confirmed that there was no visible flames, smoke or spark when the issue occurred, and it was confirmed there was no patient involvement. It was confirmed that the machine has approximately 12,800 hours of use, and had not had past issues failing the electrical leakage test. It was confirmed the machine was plugged into a hospital grade gfci outlet. It was confirmed that the biomed replaced the power logic board and 24 volt harness to resolve the issue and return the machine to service. It was confirmed that a sample part will be returned to the manufacturer for analysis.